Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss and failed to complete warm-up after the expected period; the user was guided to toggle the sensor switch and then restart the sensor, with troubleshooting and education completed. The user experienced a lack of cgm pairing, which interrupted automated insulin dosing with no adverse clinical symptoms reported. Outcomes included temporary interruption of therapy with no health impact. User support included remote troubleshooting and user education. Investigation of this case revealed a sensor communication interruption resulting in loss of pairing and dosing stop alerts. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication issue consistent with user setup or use-related factors.